Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 patient reported sensor error. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was not confirmed for sensor error but did confirm a failed transmitter error on transmitter serial number 415d2m via data. The probable cause could not be determined via data. No additional event or patient information is available. This complaint is reportable based on the findings of failed transmitter error.